Event description:
Final MDR report being submitted due to completion of investigation on (B)(6) 2021. Results and conclusions are outlined in section h of this report.

Manufacturer narrative:
Device evaluation: the enbd-7 devices of unknown lot number involved in this complaint were not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all enbd-7 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0099-0) states the following: ¿this device is used for temporary endoscopic drainage of the biliary duct through the nasal passage by use of an indwelling catheter.¿ there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off-label use was identified from the available information. From the information provided it is known that the enbd device was used in a created fistula rather than in a duct. As per the IFU, the device is intended for endoscopic drainage of the biliary duct. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Poincloux et al 2015 ¿ endoscopic ultrasound-guided biliary drainage after failed ercp: cumulative experience of 101 procedures at a single center the aim of the current study was to describe and report on 7 years¿ experience of eus-guided biliary drainage for obstructive jaundice in a large series of 101 consecutive patients in whom ercp had failed. All eus procedures were performed using a therapeutic linear array echoendoscope (gf-uct 140 olympus corp., tokyo, japan or eg38ut pentax, tokyo, japan) under general anesthesia in intubated patients. A prophylactic antibiotic (ceftriaxone 1g) was administered to all patients prior to the procedure. From the 25th patient onwards, an intravenous infusion of octreotide 1000 ¿g/ day (sandostatin; novartis, basel, switzerland) was administered during the two postoperative days. At the end of the procedure, from patient 20 onwards, a 7-fr nasobiliary drain (cook endoscopy) was inserted through the stent whenever possible, and left in place for 48 hours in order to reduce the risk of bile leakage. In cases of common bile duct stricture when the guidewire could reach the duodenal or jejunal lumen, a supplemental transpapillary or transjejunal uncovered sems was deployed, in an antegrade fashion. In these cases a nasobiliary drain was not used. This complaint was opened to capture the off-label use of the nasobiliary drain.

Manufacturer narrative:
PMA/510(k) # k180868. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.